Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries, the batteries were not functioning. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that cardiosave intra-aortic balloon pump (iabp) with batteries not functioning. A getinge field service engineer evaluated and verified intermittently charging and not recgonizing battery bay. Power parameters also blank in-service mode. A new battery slot interface pcba was installed. Both batteries replaced (d146-00-0097). All battery operational checks passed. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. No patient involvement and no harm reported. The failure analysis and testing department received with a reported unit failure of batteries not functioning. Battery bays intermittently recognize batteries. The fat performed a visual inspection and observed white residue on the left side of the pcba, consistent with saline. Due to saline spill on the board, it cannot be installed and investigated any further. Retaining the board in the failure analysis and testing department. "The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.